Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 300 mg/dl. The current blood glucose was 162 mg/dl. Customer treated for high blood glucose with bolus thru pump. Customer declined troubleshooting for the high blood glucose. Based on customer report proceeding in troubleshooting per customer alleging possible pump under delivery. Customer will monitor the blood glucose and contact healthcare professional and go to emergency room if issue persist. The insulin pump will not be returned for analysis.